Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy, from the beginning a ligasure device was used on the uterus and caught on tissue and uterine tissue bleeding was observed. A seal was used as an extra step to manage the bleeding. When the maryland portion was used, the device did not retract all the way and the hook was reported to be already slightly out at the time the jaw was used. The device protruded and would not retract. The paddle was reported to have engaged and moved as expected. The user was unable to fully engage the device to use it for the colpotomy. When the device was cleaned, it shredded raytex and fragmented sponges. A new device was opened and it worked fine.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy, from the beginning a ligasure device was used on the uterus and caught on tissue, and uterine tissue bleeding was observed. The amount of bleeding was not noted. Sealing device was used as an extra step to manage the bleeding. When the maryland portion was used, the l-hook would not retract all the way, and the hook was reported to be already slightly out at the time the maryland jaw was used. The l-hook protruded and would not retract. The paddle was reported to have engaged and moved as expected. The user was unable to fully engage the l-hook to use it for the colpotomy. When the device was cleaned, it shredded raytex and fragmented sponges. A new device was opened and it worked fine. Blood transfusion was not neces sary. There was no any medical/surgical intervention or reoperation done to patient to manage the bleeding. There was no any notes if the patient was on any medications that may affect blood clotting or may contribute to bleeding.